Event description:
The reporter stated the surgeon implanted a 12.6mm vicm12.6 implantable collamer lens in the pt's right eye on (B)(6) 2011. An anterior subcapsular cataract was observed on (B)(6) 2012. The lens was explanted, cataract surgery was performed and a iol was implanted on (B)(6) 2012.

Manufacturer narrative:
(B)(4).